Event description:
The device was being used in a graft. The balloon was inflated; however, upon attempted removal the balloon would not deflate. A needle was inserted through the skin and graft to puncture the balloon to facilitate withdrawal.